Event description:
Upon turning patient, the ventilator alarm sounded. Ventilator shut down. Unable to restart, screen read waiting to connect to patient. Unable to receive correct ventilator settings, not properly functioning. Temperature high alert sounded.